Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
See manufacturer report 2032545-2007-02515. The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth. This was the second capsule attempted for this pt and the procedure was aborted. No serious injury to the pt was reported.